Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for a high out-of-range shock impedance measurement on this right ventricular (rv) lead. The impedance measurement had a sudden increase to 127 ohms, from the prior measurement average between 70 and 80 ohms. The presenting electrogram (egm) shows clear rv and shock egms. It was noted there was a pace impedance measurement decrease to approximately 329 ohms last month with a subsequent recovery to baseline, all within range. There was a signal artifact monitor (sam) event recorded that showed oversensed noise that resulted in the minute ventilation (mv) feature being automatically disabled. There was also a right ventricular automatic threshold (rvat) test egm that shows possible loss of capture (loc) with non-physiological signals, not sensed by the device. Additional information received advised stored ventricular tachycardia (vt) episodes show noise in the rv lead being sensed in the ventricular fibrillation (vf) zone. Further review was recommended for a possible anomaly with the rv lead. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received advised the rv exhibited high out-of-range pacing impedance measurement greater than 3,000 ohms and the shock impedance measurement is high out-of-range greater than 200 ohms. The available electrograms (egms) show oversensed noise and over 20 non-sustained ventricular tachycardia (nsvt) episodes over the past week. The patient has been scheduled for an in-clinic appointment this friday, 31 october. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for a high out-of-range shock impedance measurement on this right ventricular (rv) lead. The impedance measurement had a sudden increase to 127 ohms, from the prior measurement average between 70 and 80 ohms. The presenting electrogram (egm) shows clear rv and shock egms. It was noted there was a pace impedance measurement decrease to approximately 329 ohms last month with a subsequent recovery to baseline, all within range. There was a signal artifact monitor (sam) event recorded that showed oversensed noise that resulted in the minute ventilation (mv) feature being automatically disabled. There was also a right ventricular automatic threshold (rvat) test egm that shows possible loss of capture (loc) with non-physiological signals, not sensed by the device. Additional information received advised stored ventricular tachycardia (vt) episodes show noise in the rv lead being sensed in the ventricular fibrillation (vf) zone. Further review was recommended for a possible anomaly with the rv lead. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received advised the rv exhibited high out-of-range pacing impedance measurement greater than 3,000 ohms and the shock impedance measurement is high out-of-range greater than 200 ohms. The available electrograms (egms) show oversensed noise and over 20 non-sustained ventricular tachycardia (nsvt) episodes over the past week. The patient has been scheduled for an in-clinic appointment this friday, (B)(6). At this time, the ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received advised the physician elected to program the ventricular tachycardia mode to off, (value other than monitor plus therapy) while waiting on the lead revision. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for a high out-of-range shock impedance measurement on this right ventricular (rv) lead. The impedance measurement had a sudden increase to 127 ohms, from the prior measurement average between 70 and 80 ohms. The presenting electrogram (egm) shows clear rv and shock egms. It was noted there was a pace impedance measurement decrease to approximately 329 ohms last month with a subsequent recovery to baseline, all within range. There was a signal artifact monitor (sam) event recorded that showed oversensed noise that resulted in the minute ventilation (mv) feature being automatically disabled. There was also a right ventricular automatic threshold (rvat) test egm that shows possible loss of capture (loc) with non-physiological signals, not sensed by the device. Additional information received advised stored ventricular tachycardia (vt) episodes show noise in the rv lead being sensed in the ventricular fibrillation (vf) zone. Further review was recommended for a possible anomaly with the rv lead. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received advised the rv exhibited high out-of-range pacing impedance measurement greater than 3,000 ohms and the shock impedance measurement is high out-of-range greater than 200 ohms. The available electrograms (egms) show oversensed noise and over 20 non-sustained ventricular tachycardia (nsvt) episodes over the past week. The patient has been scheduled for an in-clinic appointment this (B)(6). At this time, the ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received advised the physician elected to program the ventricular tachycardia mode to off, (value other than monitor plus therapy) while waiting on the lead revision. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received advised the lead is still implanted and a revision has not been scheduled at this time. No further assistance was requested at this time. The ICD and rv lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.